Manufacturer narrative:
Date of event is estimated the results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI:(B)(4), serial: (B)(6), batch: a000139228.

Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue. Effective therapy restored. Note : it is unknown which lead is related to this issue.

Manufacturer narrative:
Medical device problem code: corrections.